Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced no stimulation sensation. An information request was made regarding the patient programmer (pp). The implantable neurostimulator (ins) stopped working 2.5 weeks ago. The patient has had problems with symbols for 1.5 months. The remote side of it connecting, gets a variety of symbols coming up: lightning bolt and doctor symbol. The doctor symbol was seen one week ago. The patient was trying to get in touch with his doctor but they have not called back yet. The patient fully charged and was about ½ way charged, charged completely two weeks ago. When trying to turn on, showed three symbols, both full to half range. During the reported the patient increased but no stimulation was felt, got the main screen with normal symbols. The ins was a ¼ and ¾ for the pp. 4.4 and 7.3 were settings captured currently. The patient normally runs high but not this high, one won¿t go up, four bars and two bars that are horizontal. It has been 1.5 years since adjusted. It was completely not working. The patient was trying to get things to work out, kind of got it to work but if moved in certain direction it would shut off/stimulation would cease. The patient got to the point where when lying down in the right position, it would work, but when standing up it would not work at all. The ins was not always turning off. This was worked out when it occurred two years ago when the problem started. It was like it was constantly on, battery wearing down in 15 days and cycling previous battery good for 30 days plus. The company representative did analysis on the device and it seemed the device was working. The patient did go thru diagnostic to find out what was going on because the batteries were no lasting. The patient met with a company representative four months after surgery and nothing was found, but since that appointment he has had better battery life. The patient was not sure what changed at that appointment. The issues of on/off still did not resolve. It would turn on and off. The patient¿s doctor told him to keep a journal of it turning on and off. The patient had an appointment on (B)(6) 2014. About two weeks ago the stimulation cut off all together. There has been no falls or traumas. When impedances were ran, everything with any reference to electrode 0 was greater than 40k but with other references was getting somewhat normal values. Specifically noted with 1 as the reference, the lowest values were 23k ohms, with 2 as reference lowest was 1717 ohms. An x-ray was taken. The lead did not migrate but there was a connection issue. A lead revision was needed but the patient does not have insurance. Reprogramming was tried but the patient felt painful stimulation around the belt line area. The stimulator was turned off. It was not known how to proceed at this time due to the patient not having insurance.

Event description:
Additional information received reported that the patient met with the patient on the day prior to report and his battery was discharged. The patient was going to let the manufacturing representative know when he gets insurance next year. No other information was available.

Event description:
It was reported that the patient had his gall bladder removed three weeks prior to the report and the implant was turned off. The reporter did not know if anyone called for electro cautery guidelines. It was noted that the implantable neurostimulator (ins) held charge at usual settings for one month prior to the surgery. Since surgery, it was noted that the ins went from full to empty in three weeks with the implant off. It was noted that the patient programmer and recharger were working well. Additional information received reported that the implant was placed 1.5-2 years prior to the report and ever since it had been in, even when it was off, the battery didn¿t fully turn off and the battery went down in less than a month. It was also noted that when it was on, if the patient bent over, the stimulation would shut off even though it was still on. It was noted that the patient met with the manufacturing representative about 4-5 months after implant concerning the problem and had also discussed the issues with the health care professional. It was further reported that there was intermittent stimulation while the stimulation was turned on. The reporter stated, he thought there was a problem with the lead connection. When the patient bent over to tie his shoe, the implantable neurostimulator (ins) would cut off all stimulation. It was noted that even when the ins was off, he still had the sensation like the ins was on. The health care professional was made aware of the stimulation cutting off over a year prior to the report but no changes were made at that time. It was noted that the patient had a problem the last time he saw the manufacturing representative but did not know the date of that appointment and did not remember what the problem was. The reporter noted that the battery life on the current ins was not as good as his old ins. It was noted that the patient had to recharge more frequently since the ins was implanted in 2011. It was noted that the patient could almost go 1-2 months with the old ins. The reporter stated that with the new ins, the patient had to recharge twice a month and could not run it 24 hours a day. It was confirmed that there was no known changes to programming. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.